Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 67 mm diameter x 60 mm long thoracic aortic aneurysm in zone 4. It was reported that the patient expired. The investigator assessed the relationship to the product and procedure as unknown.